Event description:
Additional information was received which noted there was additional rv oversensing of mv signals, which caused inhibition of pacing. The device was programmed to turn the mv feature off. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right atrial (ra) lead exhibited noise. Because of the noise, the atrial threshold test was suspended. The device was reprogrammed at that time. Then, impedance measurements of greater than 2000 ohms were observed with continued noise. Additionally, there was right ventricular (rv) oversensing of minute ventilation signals. No noise was able to be recreated on the ra channel. Further troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this patient was brought into the clinic to program minute ventilation (mv) back on, since the firmware was updated with a signal artifact monitoring feature. A few weeks later, device data showed the right ventricular (rv) lead was oversensing mv signals. It was noted there was one episode with about seven seconds of mv oversensing. Even though the patient is not pacemaker dependent in the ventricle, the v-v interval was so fast that it inhibited atrial pacing. Without atrial pacing, there was no atrium to conduct to the ventricle. There was no escape rate in the ventricle, so this possibly resulted in asystole. Technical services recommended bringing the patient in for further evaluation and to see if there were any recorded signal artifact monitoring events. Further information was provided that it was determined the patient's device was not actually updated with the most recent firmware version, so the device did not have the signal artifact monitoring feature available. Technical services recommended upgrading the programmer with the most recent firmware version, and re-interrogating the patient's device. This will then update the device to include the signal artifact monitoring feature. Further information was provided that the patient's device was interrogated with an updated programmer and the signal artifact monitoring feature was enabled. The health care professional (hcp) noted the signal artifact monitoring will be operating on the right atrial (ra) lead because when programmed to mv auto the mv disabled. Technical services discussed this could be due to low out of range rv pacing impedances or the hcp may have seen the mv sensor status was suspended due to wanded telemetry. The patient was no longer at the clinic, so the exact reason was not confirmed. Technical services did confirm that the mv will be operating on the ra lead, and will continue to monitor for mv signal artifact, and if detected, the mv will be immediately disabled. At this time, this pacemaker remains in service and there were no additional adverse patient effects reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update evaluation coding.